Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump was vibrating and beeping, but there were not alarms. Alarm history also confirmed that there was no alarms. Caller reported that blood glucose reminder was not received and customer had ketones for a few days and was treated with manual injection. Caller declined troubleshooting and requested for insulin pump to be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No vibrator anomaly and no display anomaly noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.